Event description:
On (B)(6) 2011, the pt reported e5 (end of operation) was displayed on the infusion device. Review of the alarm history found that a prior a5 (pump timer) alert was not listed prior to e5. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.